Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was randomly rebooting. A field service engineer confirmed the station had a recent history of unattended reboots, with remote support data showing multiple occurrences; the station rebooted on its own several times while on site, and although the pyxibus cable was replaced, the issue persisted until the power supply was replaced, after which functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was rebooting on random. However, there were no delays or adverse events or injuries reported based on this event.